Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette) it was reported that no disposable clamp tubing alarm was experienced. No air in line, green flow stop. Patient not affected. No additional information available.